Manufacturer narrative:
The medical history was received 1/26/1998 and was evaluated. Co's conclusion remains the same--the implant is not believed to be the cause of failure. The reported cardiac problems, if untreated, may have been a contributing factor in the pt's healing capabilities.

Event description:
The pt reported to the dr that the implant "fell out".